Event description:
Boston scientific received information that that this pacemaker exhibited premature battery depletion (pbd). It was also reported that there was high out-of-range (oor) pacing lead impedance measurements of greater than 2500 ohms along with loss of capture (loc). There were no reports of asystole. The source of these clinical observations was not determined. This pacemaker was explanted and replaced and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.